Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.4 inr, qc 2: 5.4 inr, qc 3: 5.5 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek vantus meter serial number (B)(4) compared to an unknown laboratory methodology. On (B)(6) 2022, the patient's meter result was 4.4 inr. Within one hour, the patient's laboratory result was reportedly 3.1 inr. On (B)(6) 2022, the patient's meter result was 4.9 inr. Within one hour, the patient's laboratory result was reportedly 3.4 inr. The laboratory results were allegedly "believed" to be correct. The patient's therapeutic range was 3.0-3.5 inr. The patient's testing frequency was reported as "every two weeks but currently testing weekly due to inr being out of range."